Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The results of the returned device analysis indicated that release crimper was loose, which likely manifested as the reported clip actuation issues. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. An expanded review was conducted which identified that the reported clip actuation issue was potentially caused by manufacturing. No action considered at this time as there is no indication that a larger population of devices is predisposed to this failure mode. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the clip remained partially open and met resistance with guide during removal which has the potential to cause tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a posterior leaflet flail and gap of approximately 10mm. Imaging during the procedure was difficult as the heart position was almost horizontal. One clip was implanted successfully. The second clip delivery system (cds 60309u217) was advanced to the mitral valve. Leaflet grasping was difficult due to the challenging anatomy. After the fifth grasping attempt, the clip was attempted to be closed, but resistance was felt while turning the arm positioner and the clip remained open approximately 20 degrees. Troubleshooting was performed but was unsuccessful. The arm positioner was turned further with a lot of resistance and a break noise was heard. The clip was closed, but not completely, and was retracted into the steerable guiding catheter (sgc). The cds was removed with the clip. During removal, the clip met resistance with the sgc soft tip and the cds clip introducer. A new cds was used to complete the procedure. With two clips implanted, mr was reduced to grade 2. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.